Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is symptomatic with pauses and low heart rate. It was also reported that the right ventricular (rv) lead exhibited high thresholds and no capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.